Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a visual inspection of the returned pump revealed that the red lumen was still present within the outflow cage, obstructing the impeller. The red lumen flag/label was also present. Furthermore, purge residue was observed within the purge gap and on the motor housing upon return. The pump was connected to a purge cassette and purged normally. The root cause of the reported case start issue was the pump being started prematurely. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the physician contacted the clinician due to not seeing any purge liquid. Reportedly, the nurse accidentally started the pump prior to placement. The clinician advised the physician to place a new impella, which was implanted with no issues and the patient reported to be stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.